Event description:
Note: this report pertains to one of two devices used in the same procedure. Manufacturer report # 3005099803-2012-06276 addresses the gold probe, while manufacturer report #3005099803-2012-06434 addresses the endostat generator. It was reported to boston scientific corporation that a gold probe and an endostat iii generator were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the gold probe would not burn unless the endostat iii generator "was turned up to a much higher wattage than normally used". No damage was visible to the gold probe or its packaging. It is not currently known if there was any difficulty connecting the gold probe to the generator. The procedure was able to be completed using the original gold probe and endostat iii generator. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being okay.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.